Event description:
It was reported by service report that the side rail was unable to be locked in the upright position due to a broken weld on the spindle. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.